Event description:
Customer perted via phone call to have received excessive no delivery alarms. Customer's blood glucose was 205 mg/dl. Customer declined troubleshooting as he states he knows reason for no delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.